Manufacturer narrative:
Investigation is still in process. A supplemental report will be submitted to the FDA once that the product analysis is completed. Concomitant products: carto 3 system us catalog #: fg540000 serial #: (B)(4). Stockert 70 system us catalog #: s7001 serial #: (B)(4). Cool flow pump us catalog #: cfp002 serial #: (B)(4). Lasso nav variable eco split us catalog #: d134302 lot #: 15734516l. C3 ez steer cs with auto ID us catalog #: bd710fj282ct lot #: 15640168m. Acunav us catalog #: 10135936 OEM lot #: qe067448. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that during an a-fib procedure, the physician was ablating at 30 w when it was noticed lack of cardiac wall motion under fluoroscopy. A pericardial effusion occurred which was confirmed by ice. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A cool flow pump test was performed as well and the catheter passed specifications. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The catheter passed all the tests. However, the root cause of the pericardial effusion remains unknown. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Event description:
It was reported that during an a-fib procedure, the physician was ablating at 30 w when it was noticed lack of cardiac wall motion under fluoroscopy. 5-10 ablations were done before this issue. The stockert was in power control mode. A pericardial effusion occurred which was confirmed by (B)(4). A pericardiocentesis was performed. The patient was transferred to ICU in stable condition. The outcome of the adverse event was reported as fully recovered. The prognosis for the patient was excellent. The physician's opinion regarding the causality of adverse event was possible device and procedure related.